Event description:
The initial reporter received questionable ise indirect na for gen.2, alb2 albumin gen.2, and alp2 alkaline phosphatase acc. To ifcc gen.2 results on a cobas 6000 c501 module compared to a cobas integra 400 plus analyzer. The initial na result on the c501 module was 128 mmol/l. The repeat result on the cobas integra was 118 mmol/l. The initial albumin result on the c501 module was 1.7 g/dl. The repeat result on the cobas integra was 2.69 g/dl. The initial alkaline phosphatase result on the c501 module was 136 u/l. The repeat result on the cobas integra was 225.8 u/l. The initial results were not reported outside of the laboratory. The repeat results were deemed correct. The albumin reagent lot was 622203. The expiration date was requested but not provided. The alkaline phosphatase lot was 608332. The expiration date was requested but not provided. The na electrode lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that a sample probe syringe set screw had fallen out. The fse replaced the screw set. The customer performed calibration and controls successfully. The investigation is ongoing.

Manufacturer narrative:
The level 1 control was out of range on 22-jun-2022. Calibration and qc were repeated within specifications. The alarm trace did not contain a conspicuous event. The service actions performed by the field service engineer resolved the issue.